Event description:
The report was received from a user facility in (B)(6). The cutter stopped moving during surgery. The surgeon moved his foot from the controller and again pedaled. The cutter worked and completed the surgery. It is unk if the aspiration continued while the cutter stopped moving. No pt injury was reported.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable.